Manufacturer narrative:
Technical support explained that purge errors were common during a decon procedure since the agent used during the decon is non-conductive and the probes cannot detect it . After the decon, the customer reported that his e2 and tes levels for l1 dropped but they were normal the day before. The customer was then advised to recalibrate and repeat the quality controls. However, the issue was not resolved. A field service engineer (fse) was dispatched. During servicing, fse found a possible issue with sampling. The syringe pump and 2 way solenoid valve for sampling dispense assembly was replaced. The liquid pump for wash was also replaced. Fse also checked the wash, diluent and substrate dispensing. There was no issue seen. However, the temperature on the incubator was incorrect which could cause issues with e2 results. The temperature was corrected and the e2 was calibrated. The controls were run and all results were in range. There was no further action required. The probable cause of the event was a bad diluent pump. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Submission of this report does not constitute an admission that the

Event description:
On (B)(6) 2017, a customer reported that e2 specimens results are less <l on the a1a-360, which did not correlate with the patient's clinical history. The <l results were not reported out although the calibration and quality control were within normal ranges. When asked about maintenance logs, the customer was unable to produce any maintenance logs. The operator at the site was new and had not been trained about maintenance procedures. The customer further reported that the analyzer was not running since the issue and now they were getting purge errors. The reported issue with their aia-360 instrument has the potential of a delay in reporting patient results for e2 assay. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.